Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve of the vizigo sheath dislodged after they went transeptal. It was reported that there was a failure of the hemostatic valve on the vizigo sheath. Caller stated the valve was dislodged after they went transseptal. When the sheath was replaced, the issue resolved. No patient consequences were reported. On 5-jan-2022, bwi received additional information regarding the event. The white gasket in the hub of the sheath was dislodged and appeared to be unbroken. The sheath remained intact. The sheath is unavailable for pictures because it has already been shipped back through the return process. The sheath was in the patient at the time of failure. No air was introduced to the patient. No percutaneous or surgical intervention was necessary, as the sheath was removed over the wire per standard practice. Blood return was noticed and appropriately intervened upon before hemodynamics were affected. Blood loss was minimal. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 28-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve of the vizigo sheath dislodged after they went transeptal. It was reported that there was a failure of the hemostatic valve on the vizigo sheath. Caller stated the valve was dislodged after they went transseptal. When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were not returned with the carto vizigo sheath. To verify this, the dilator was inserted and advanced through the sheath to confirm if the hemostatic valve and silicone ring were displaced inside the sheath, but it was not found. A device history record was performed for the finished device 50000059 number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the available information, the observed issue could be related to the incorrect insertion of the dilator into the sheath, causing the valve's dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).